Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead; 1580 st jude lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient was hospitalized due to an episode of syncope. There were high lv thresholds observed, and noise was indicated during lead testing. It was further reported that the competitor right ventricular (rv) lead was suspected for an electrode issue with the superior vena cava (svc) coil, which was identified as the probable source of the noise. The lv lead remains in use. No further patient complications have been reported as a result of this event.